Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device passed the dunk test. The plastic cover contained deep scratches. A foreign object was stuck in the suction cylinder. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that there was foreign material exiting the air/water nozzle. There were pieces of the air/water button stuck inside the top of the scope. This event occurred after a diagnostic procedure. No other devices were involved in this event. It was noted that the device was thoroughly inspected prior to use and no abnormalities were found. There was no delay in the procedure in which the subject device was used and the procedure was completed using the same device.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.